Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the proximal circumflex artery with heavy tortuosity. During advancement of the 3.5 x 15 mm xience prime stent delivery system (sds), difficulty was observed when trying to cross the lesion due to the anatomy. Multiple attempts were made, but the shaft separated prior to crossing the lesion. The separation occurred outside the anatomy, near the hub outside the guiding catheter. The sds was removed without issue, and a new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported shaft detachment was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: the device was received. The shaft was not separated. Follow up from the account reported that the correct device was received. The distal shaft might not have separated during the procedure, but there was a definite kink. No additional information was provided.